Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) hospital. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image misalignment, component failure of the rigid tube, component failure of the charged coupled device. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure of the rigid tube. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video laparoscope had a bend at the insertion section. The issue was found during reprocessing. There were no reports of patient involvement.